Event description:
It was reported to medtronic neurosurgery that while priming the valve, the reservoir burst open. According to the report, a delta valve was used instead and there was a delay in the procedure. There was no impact to the pt reported.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of device performance was not possible. A review of manufacturing records reviewed not anomalies. All of our valves are 100% tested at the time of manufacture.